Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective clutch. Visual inspection was performed. The clutch was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken screen and tubing holders. The device evaluation identified defective clutch and check clutch error. There was no patient involvement.